Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a biopsy procedure using the encor bio probe. During the preparation of a procedure, customer received the material with the wrong label so procedure can't be done. There was no reported patient contact.

Event description:
A patient underwent a breast biopsy procedure using the encor biopsy probe. Prior to the procedure, the customer received the material with the wrong label so procedure could not be performed. There was no reported patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical sample was not returned for evaluation, one photo was provided for review. The provided photo shows the actual product labeling applied by the manufacturing facility containing all correct product information for lot vtjwd002 and product code ecp0110g. Within this provided photo, also shows the nationalization labeling that is applied by the brazil distribution center prior to release in brazil. This label contains the correct lot number vtjwd002, but the incorrect product code linked to this lot of ecp0110gv. The correct product code for lot vtjwd002 is the code on the actual product labeling sticker of ecp0110g. Therefore, the investigation is confirmed for the reported labeling problem as the national label applied by the bd brazil distribution center contained incorrect product information. No issues were noted to the labeling applied at the manufacturing facility. The root cause was determined to be a failure in the nationalization labeling process at the bd brazil distribution center, and no failure was identified with the device labeling applied at the manufacturing location. Labeling review: the encor probe label documents (baw1498100 revision 1 and baw1343900 revision 2) was reviewed. The provided photo shows the actual product labeling contains all correct product information per this document for lot vtjwd002 and product code ecp0110g. Within the same provided user photo, shows the nationalization labeling that is applied at the bd brazil distribution center prior to release in brazil. This label contains the correct lot number vtjwd002, but the incorrect product code linked to this lot of ecp0110gv. The correct product code for lot vtjwd002 is the code in the actual product labeling sticker of ecp0110g. This nationalization label is added to provide product information in the national language. The product information included on this label was incorrect and does not match the actual provided product information on the manufacturing product label. D4 (unique identifier (UDI) #), g3, h6 (component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.